Event description:
Information received with return of the explanted device notes that post implant while the patient was in recovery, dashes (---) were noted for some parameters. Emergency vvi and reprogramming did not alleviate the dashes. Electro- cautery was reported as having been used during the implant procedure.